Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the oxygenator had a cracked manifold at the top of the sampling line. There was no pt involvement as this occurred during setup. Product was changed out. Surgery was successful.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo will submit a follow-up report when more information becomes available. (B)(4).